Manufacturer narrative:
As stated by the sales and service unit (mail from (B)(6) 2020) the hospital won't have the unit serviced because the failure was related in the oxygenator (issue handled in a separate complaint, see record#(B)(4)). Therefore a service report nor the logs were on (B)(6) 2020 it was confirmed that there was no update that indicates any nonconformity. Thus the reported failure could not be confirmed. As stated in the corresponding complaint a malfunction of the involved oxygenator could be found. Detailed information were reported in complaint (B)(4). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The corresponding oxygenator complaint (B)(4) was reported under the mfg report number 8010762-2020-00216.

Event description:
Complaint number: (B)(4).

Event description:
Cardiohelp hls kit primed and customer could not achieve any forward flow at the initiation of therapy. Customer stated that he thought backflow prevention was on and went to zero rpm but no flow and no other alarms were recalled. The hls kit and cardiohelp unit were exchanged and therapy was successfully initiated. (B)(4).